Event description:
It was reported that during a distal left superficial femoral artery stenting treatment procedure, stent deployment and positioning difficulty occurred. The sheath was pulled back approximately 0.2 cm and the stent appeared to deploy normally. The pin pushed forward within the sheath deploying the stent 0.2 cm in the vessel, not reaching its full 79 mm length. A second sentinol 59 mm was placed proximally. A third stent, an express ld 7 x 27 was inflated inside the first sentinol where it was "bunched up" inside the vessel to regain flow back. A fourth (protege 40 mm) stent was placed distal to the first sentinol and express ld to cover the lesion. Flow was established and the case ended. This procedure requried an additional 40 minutes, but was successful with no patient complications.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7644623 have been reviewed and no issues or discrepancies were found. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined.